Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported intermittent ma on in error message. This error results in a system shutdown. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.